Manufacturer narrative:
B5: revised. Section d: corrected. H4: correction.

Event description:
It was reported that the patient's second pump attempted to be used, with sn (B)(6), was also getting an upstream occlusion alarm and then the screen will read acknowledge and when pressed acknowledge, it goes back to running. Per reporter, the screen reads running continuous reservoir empty in 40 hours and 56 minutes. Reservoir volume was 212.0 ml and the green light was flashing. Per reporter, troubleshooting was attempted and was unsuccessful. The patient returned to the infusion center and received a replacement pump.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was intermittently alarming upstream occlusion. Per reporter, the patient went to the clinic to receive a new pump. The event occurred while in use with the patient at patient's home. There was no patient harm reported.